Event description:
Additional information reported the patient was reprogrammed (B)(6) 2014.

Event description:
Additional information reported the battery depletion was normal.

Event description:
Additional information reported the battery was depleted. The event was related to the stimulator and not related to the programming. The device was explanted and replaced. The event was considered resolved without sequelae.

Event description:
It was reported the patient had adverse stimulation. The patient had intermittent stimulation and loss of stimulation. The patient was scheduled for analysis, in which device interrogation/device data provided normal results for this subject. The event was still ongoing at the time of the report. It was noted that the event was related to programming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3487a-33, lot# j0417780v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot# j0417671v, implanted: (B)(6) 2004, product type lead. (B)(4).